Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing break approximately 3 cm from the pump. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations within abrasion were noted on the inlet tube of the pump. This was not a site of leakage. Abrasion was also noted on both exhaust tubes of the pump. A partial separation within abrasion was noted on the exhaust tube of cylinder 1. Monofilament was noted extended at this partial separation. This was not a site of leakage. Abrasion was also noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. The information received indicated there was a ¿tubing break approximately 3cm from the pump¿, however because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.